Manufacturer narrative:
Onsite testing of the involved devices confirmed the equipment performed to specifications. Testing was witnessed by a facility staff member. The customer provided two patient ECG waveform printouts for review of the reported event. One was for (B)(6) 2015 at 11:55:45 a.m. And one was for (B)(6) 2015 at 11:55:55 a.m. (Ten seconds apart). Both of these showed waveforms that measured low heart rates for the reported event confirming the clinician¿s report. Additionally, both of these printouts were also labeled at the bottom of the strip with the previous averaged heart rate of 91 beats per minute (bpm) which was taken (B)(6) 2015 at 11:55:00 a.m. (45 seconds prior to the reported event). 91 bpm is not the heart rate for the waveform printout as the clinician stated. The averaged heart rate is measured over a 32 beat period and occurred prior to what is displayed in the waveform printout since this average requires more time than what is displayed in the printout. The averaged heart rate contains the time stamp for the period in which it occurred distinguishing it from the time stamp for the waveform printout. The clinician stated the low rate alarm occurred ¿late¿ in the waveform display. The low heart alarm occurs when the averaged heart rate (taken from 32 beats) means or exceeds the alarm thresholds set by the user. The customer did not provide alarm settings, alarm log, error log, retrospective database or any other information for review of this event. Therefore, it is not possible to determine root cause for this event. Due to lack of information provided by the customer, root cause cannot be determined. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2015 a patient monitored with telemetry aria transmitter model 92681, receiver module model 90478 and central monitor model 91387-38 experienced low heart rate and the alarm occurred late in the event. No one was injured as a result of this event.

Event description:
Spacelabs received a report that on (B)(6) 2015 a patient monitored with telemetry aria transmitter model 92681, receiver module model 90478 and central monitor model 91387-38 experienced low heart rate and the alarm occurred late in the event. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. Placeholder.